Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the item was sent directly to the service & repair center where it has been serviced and also returned to the customer. Service report states that the motor was blocked which is classified as normal wear. The device was serviced and returned to the customer. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the material was delivered damaged without a hospital announcement. The original reconstruction was difficult; the hospital stated that there was no complication during the surgery. This is report 1 of 2 for (B)(4).